Manufacturer narrative:
A ge rep evaluated the system and replaced the hard drive and cine drive. System operates as intended. (B)(4).

Event description:
The customer reported corrupt thumbnail images. No pt injury was reported.